Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvéderm® voluma® with lidocaine in the right nasolabial fold. Five minutes after the injection, the ¿patient¿s right face turned pale and purple in the (right nasolabial fold (right smile lines).¿ right facial blanching, purplish discoloration, skin darkening after 5 minutes, suspected vascular compromise. The hcp observed for 5 min, it turned darker then decided to dissolve the filler with hyaluronidase and planned to refer to the patient to a hospital. Event status is unknown.